Event description:
New information notes the patient experienced additional post-paced t-wave oversensing. The patient was brought into the clinic on (B)(6) 2021 and their device was reprogrammed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of (B)(6) transmissions it was observed the patient's implantable cardioverter defibrillator was oversensing post-paced t-waves. The clinic elected to monitor the lead. The patient had no consequences related to this event.